Event description:
It was reported that the patient was hospitalized and his pump was removed due to an infection. The infection was located at the device pocket and the organism was (B)(6). The patient's pain was not adequately covered by the pump. It was reported that his physician wanted to inspect the pump to insure that there was not a pump problem which contributed to the inadequate pain coverage, as the healthcare provider felt the "medication in the pump should have given him relief". On the 3rd day of this recent 14 day hospitalization, the pump was removed due to the infection, which was two weeks prior to the problem report date. The onset of the infection was (B)(6) 2012. Immediately prior to this last hospitalization and infection, the patient was seen in the ER where the healthcare provider reportedly was concerned about withdrawal. The reporter stated that because of the symptoms, the healthcare provider then "took the pump out to check it when nothing was wrong with it, and it got infected and had to be removed" the reporter stated there have been multiple occasions of inadequate pain relief. The patient developed new sciatica pain in 2011. At that time the pump contained morphine, fentanyl, and baclofen. The drug was changed to a fentanyl/clonidine mixture after which the patient developed something similar to restless leg syndrome. The drug was eventually changed to hydromorphone 40mg/ml, 6.606mg/day after which the patient still did not have efficacy. Since (B)(6) 2011 his physical therapist noticed he was having trouble walking. There had been multiple removals and inspections of the pump in the patient's entire duration of use. The healthcare provider reportedly "took the pump out the 1st time, 3 ½ weeks after putting it in as he thought the pump was leaking", the 2nd time, "two weeks after initial dosing adjustment" of new medication. The provider checked the pump again two times just this last month, which the reporter stated was the cause of this hospitalization and infection. The reporter stated there was "a 1.5 inch scar from the catheter being put in and taken out 6 times, that hcp chiseled his spine to get csf, test the pump, the catheter got infected near his spine, got purple & big". The reporter stated there was a previous infection which took place during the patients pump trial where "it got infected, the catheter popped the 2nd day. He was hospitalized, they took the trial out in the emergency room (ER), and about a week and a half later he had a humongous headache". It is unclear when exactly the previous infection and symptoms took place. Following hospitalization on report date, patient was on intravenous antibiotics and had symptoms of headaches and "screaming" back pain. The headache occurred between the patients temples upon bending over. A couple of follow up trips to the ER were reported to check for meningitis, which were negative. There was no known pump problem reported. Patient will reportedly talk to provider about re-implanting the pump. The most recent medication in the pump was morphine. The patient's (B)(6) 2012 infection was resolved following the explant of the pump.

Event description:
Additional information received reported for 5.5 months the patient was going twice weekly for dose and concentration adjustments with morphine. 5.5 months after implant the patient had reached the maximum limit for morphine and the hcp (healthcare provider) stated he would not increase the dose any more, it ¿worked part way and wasn¿t very strong,¿ and ¿it didn't work but for a few hours.¿ the patient was on fentanyl patches, the dose and frequency was not reported. Then the patient requested fentanyl be put in pump. The hcp put fentanyl in the pump and within 4 adjustments the patient was comfortable. The fentanyl was in the device for 3.5 years. The hcp ¿did not seem satisfied with the fentanyl.¿ it was unclear what was meant by this. It was then noted that the catheter and the pump were replaced ¿although he only needed to replace the pump (the date this occurred was not reported) it was reported that the hcp ¿infected the patient on purpose to get the pump out of him.¿ the patient believed hcp had "something" against him. It was also noted that for about 15 months the patient had trouble being out of bed for long periods of time.

Event description:
Additional information: it was later reported that the patient felt "sleepy all the time" since the surgery to remove the pump and catheter due to infection. The patient stated that he "can't do anything now, feels he's in a real bind now and has lost 6-7 months of his life". It was also reported that the patient suffered "little bouts of withdrawal" with symptoms of increased spasms and sweating after the fentanyl was taken out of the pump "around (B)(6) 2012". The patient stated that the medication in the pump had been changed several times and that he was put on oral pain medication; however, the patient stated he was still in pain. It was also reported that the patient was concerned about his blood pressure. The patient stated "the last time it was checked it was 186 but it has been over 200" and also stated it sometimes gets high when he has had infections. It was noted that the patient does not receive baclofen, only morphine.

Event description:
Additional information: it was reported that the hcp told the patient that he wanted to take the pump out although "everything indicated the pump was working." The patient was scheduled for replacement of the pump and catheter 2-3 days following the conversation. On the second day following the conversation the patient called the hcp to inform him that he was getting mris for hip pain related to his back. The next day the patient was scheduled for implant. The patient had been in bed for 5 months with pain in his back and hips and was "spreading into everything." The patient stated that the fentanyl worked for him for 3.5 years and he had to keep getting "upgrades." The patient felt as though he was "walking on razor blades." The fentanyl stopped working in (B)(6) 2011 and the patient did not call the hcp for 4-5 months. The patient started on oral dilaudid on (B)(6) 2012; the hcp gave him 2 prescriptions. The hcp put dilaudid in the pump for 1.5 weeks. The dilaudid did not work right away and the hcp gave the patient a 10% increase. The hcp took the pump out twice in 3 months; once to check the pump and the second time to inspect after dilaudid was in the pump for a while. When the patient woke up after that he "felt funny" and was told by the nurse that he had been switched back to morphine. The patient was in pain at that time. The patient stated that after the second inspection the pump pocket site got infected. Where the pump was implanted the patient had itching and discoloration in pocket site. A spot in the patient's back "where the catheter went" had a large bump and on the other side of his back had a hole. The lump got to be "about the circumference of a baseball." The patient's blood pressure had been high during that time. The patient believed the lump was an infection. The hcp treated the infection and the patient met with another hcp that said she would be taking out the pump; however, the patient was later told that another hcp would take the pump out. At that time the pocket site infection and lump on the back had been present for 4 days. Following the pump explant the patient had been on oral morphine for pain management. The patient also took tylenol and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient was titrated off of the morphine. He was not titrated off of the fentanyl. He was put in the "super emergency ICU/he had me in intensive care and the reason was he was worried about me having withdrawal". The patient couldn't walk and couldn't speak. "They put me on 90 mg pills straight from 1700 mcg fentanyl".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ catheter. (B)(4).

Event description:
Please refer to manufacturer report # 3007566237-2012-02629 for information regarding the patient getting meningitis during the therapy trial, which was previously reported. Additional information clarified the progression of events and some of the following information, previously reported in this manufacturer report, was noted again to help with the chronology. It was reported that the patient initially had morphine in his pump. It took five months of titrating the patient up to get to the "highest dosage" on the "highest concentration" of morphine. It was noted this dose only worked for the patient for three hours when the patient got up in the morning. It was determined that the intrathecal morphine was no longer effective for the patient and the drug was changed to fentanyl. It was unclear when this change occurred. It was reported that (B)(6) 2011 was when the patient last had decent pain relief while on fentanyl. The patient was experiencing acute pain and developed new "sciatic nerve pain" in (B)(6) 2011. It was noted the patient felt as though he were "walking on razor blades." It was reported in (B)(6) 2011 that, similarly to the morphine, the fentanyl in the pump was no longer effective and the drug needed to be switched out again. The physician's assistant had stopped increasing the patient's daily dose as he thought the patient was already at the highest safe dose possible. The patient was instead prescribed oral dilaudid for breakthrough pain (B)(6) (2011), and the patient was feeling better at that time. It was noted that the patient had fentanyl in the pump for a total of three years. At the patient's next refill in (B)(6) 2012, the patient's pump was filled with clonidine. The patient, who had been having trouble walking before, had a "semi-adverse reaction" to the clonidine, which made his legs "worse than they were before." It had felt like he had "restless leg syndrome." The patient had run out of his oral dilaudid and experienced a runny nose and extra pain. Two weeks after initially running out of the oral dilaudid the patient received a new prescription for it. The patient's next refill had been scheduled for (B)(6) 2012. Withdrawal was reported. The timeline for the withdrawal was unclear as it was reported that the withdrawal occurred when fentanyl was taken out of the pump around (B)(6) 2012. The patient experienced increased spasms, anxiety, sweating, chills, sensitive eyes, increased pain, and difficulty walking. In (B)(6) 2012, dilaudid was added to the pump. The daily dose of the dilaudid was increased on (B)(6) 2012 ten percent, but the patient was still not reaching efficacy. There were no volume discrepancies noticed. At some point following this, saline was put in the pump. The patient had been scheduled to have the pump checked out even though "everything indicated that the pump was working;" however, the patient had missed his appointment and it was rescheduled. The pump was taken out to inspect it for leaking on (B)(6) 2012. Perioperative antibiotics were administered. It was noted (as reported previously) that the physician suspected a leak because the amount of drug the patient was on should have given him relief. It was reported that the physician took the pump out twice in order to check it; however, it was unclear when the second inspection of the pump occurred. A clear timeline was not provided, just that they were roughly a month apart. After the surgery to check/reposition the pump, the patient's pump was filled with morphine again. The patient felt "funny" and was in pain. It was noted that the catheter was "in perfect shape." For the last two or three months the patient was receiving refills, it was noted that the health care professional was putting the template over the patient's shirt and was "doing what he had to do." The health care professional had indicated that the patient didn't even have to lift his shirt up to do the refill. It was also reported that the patient had "milky fluid" in the pump, but it was unclear when this had occurred. The area on the patient's belly around the pump became itchy, swollen, and had turned red and purple. The patient had also developed a fever and was experiencing high blood pressure. There was a spot on the patient's back over the catheter where a "large lump" the size of a baseball had developed. On the other side of the patient's back there was a "hole." The patient was admitted to the hospital. An infection was diagnosed on (B)(6) 2012; this was corrected from the previously reported date of infection onset ((B)(6) 2012). It was noted that while the patient was in the hospital he had the tests done where a health care professional "chiseled his spine to get cerebrospinal fluid" as previously reported. A culture was taken from the device pocket that determined that patient had streptococcus mitis. The entire device system was explanted on (B)(6) 2012, and the patient was treated with antibiotics. It was reported that the patient had to have four teeth removed due to infection in (B)(6) 2012. It was noted that the infection of the pump might have come from the patient's teeth. The infection resolved.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), explanted: (B)(6) 2012, product type catheter. (B)(4) (runny nose/sensitive eyes); (B)(4) (hole in back). (B)(4).

Manufacturer narrative:
(B)(4).